Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced right atrial (ra) lead phrenic and diaphragmatic stimulation. The lead was revised and is still in use. No further patient complications have been reported as a result of this event.